Event description:
A us distributor reported that a patient was experiencing arrhythmia alarms and gelled belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (arrhythmia alarms, gelled belt) was confirmed due to an electrical short. The belt was unable to communicate with the monitor. The root cause for the shorted dn pca board was unable to be positively identified. There was no adverse event that resulted from the damaged belt.